Event description:
On (B)(6) 2013 the lay user/reporter, the patient¿s mother, contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose readings of 428 mg/dl and 178 mg/dl on the reported meter over a time period greater than 20 minutes. The patient took no actions due to the meter readings. At an unspecified time afterwards, the patient experienced the symptom of shaking and tested positive for large amounts of ketones. The patient did not seek any medical attention or treatment. The patient manages her diabetes with insulin pump therapy. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint was not reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.